Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(6) ¿ issues logging into the server a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server page was not loading and there was an error on the binding or connection of ad. A technical support specialist advised the customer to check with their it as the server had been rebooted 8 hours ago. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that an es vm small 2016 server w/sql <15 mains system user was unable to remove patient medication on med surg and schedule charges, and credit report were not printing. There were no adverse events or injuries reported based on this incident.